Event description:
One patient sample with discrepant glucose results. Initial result gave 0 mg/dl; repeat gave 87 mg/dl. Erroneous result was not reported. The field service representative was unable to determine a cause for the discrepancy. Performance tests were performed.